Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval method code was added. Product analysis: the complaint device will not be returned for analysis; however, procedural images including six media files were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic inspection of the valve load was performed and confirmed a good load. It was reported one recapture was required for depth adjustment and during the subsequent deployment attempt an infold occurred. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There was evidence in review of imaging that a new valve was loaded and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the new valve implant. The new valve was implanted and no further issues with infolding were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve, there was moderate calcifi cation, an ejection fraction of 35-40%, and a gradient of approximately 10 millimeters of mercury (mmhg). The first implantation was positioned too high, necessitating recapture. The second implantation resulted in infolding, also requiring recapture. Balloon dilation was performed using a 20mm balloon (vac3). Subsequently, a new valve was loaded and implanted. The patient remained hemodynamically stable. No patient complications have been reported as a result of this event. Additional information was received to report the patient had "very low calcification" with possible adhesion at the leaflets, which may have contributed to the infold.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012583301); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve, there was moderate calcifi cation, an ejection fraction of 35-40%, and a gradient of approximately 10 millimeters of mercury (mmhg). The first implantation was positioned too high, necessitating recapture. The second implantation resulted in infolding, also requiring recapture. Balloon dilation was performed using a 20mm balloon (vac3). Subsequently, a new valve was loaded and implanted. The patient remained hemodynamically stable. No patient complications have been reported as a result of this event.